Event description:
It was reported the patient (B)(6) was experiencing charging issues. A replacement charger did not provide resolution. In turn, the patient underwent surgical intervention on (B)(6) 2015 to reposition the ipg which resolved the issue. The patient did not experience an interruption in stimulation due to this issue. The patient's device information is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.